Manufacturer narrative:
The product has not been received within our facility at the time of this report. A follow up report will be submitted as soon as the product is received and final eval has been conducted.

Event description:
Despite several attempts to detach the coil during procedure, the coil failed to detach. It was decided upon to withdraw the coil. During the process of retrieval, the coil detached unintentionally within the microcatheter. The coil was retrieved in its entirety and the procedure was completed with another micrus product without any issues. No pt injury was reported.